Manufacturer narrative:
Concomitant product: max plus valve; hospira neutron 12595-01; therapy date (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a flush, a leak was discovered in the tubing where it connected to the max-plus needleless valve. No patient harm reported.

Manufacturer narrative:
The customer¿s report that the extension set leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A crack was observed on the female luer . Functional testing was performed and blue dye was observed leaking from the female luer . The root cause of the customer¿s report that the extension set leaked was identified as a crack in the fill adapter. The root cause of the cracked fill was not identified.